Manufacturer narrative:
The company representative could not reproduce the reported problem. However, he found the reported alarms in the error log. In addition he observed the fault 45 (system failure) and the fault 61 (excess drive pressure transducer) in the fault journal. The company representative replaced the front end board ((B)(4)) and the drive transducer ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the iabp's service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "low vacuum" alarm and shutdown. The unit was then restarted and generated a "high drive pressure" alarm and shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.